Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. The pump was received with minor scratches on the lcd window, a cracked lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 176mg/dl at the time of the incident. Customer's mother stated that the insulin pump's screen was smashed. Customer's mother stated that the customer might have landed on the insulin pump. Customer was already disconnected to the insulin pump. The insulin pump was returned for analysis.